Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a micu propofol infusion ran slower than expected, and flow in the tubing was not observed. No patient harm was reported.